Event description:
It was reported that during a lap cholecystectomy procedure, a piece of the device blade broke off. The piece was retrieved with graspers without patient consequence. The site used a similar device to complete the case.

Manufacturer narrative:
D4; h4,6: information anticipated, but unavailable at this time.